Manufacturer narrative:
Correction: b5, h6 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one day post sleeve gastrectomy, the patient had to be brought back for post operation bleeding (about 250cc to 500cc). The patient received two units of blood transfusion and had extended hospitalization for few days. Upon reoperation, surgeon only observed that bleeding came from a general area where ligasure had been used. The bleeding seemed to come from the left gastric vessels, which the surgeon had sealed during the patient's original sleeve. There was an activation tone heard and end tone heard. There was no re-grasp alert. There was no issue encountered during the original procedure and the generator used worked with another ligasure successfully. Surgeon was able to fix the bleeding with no issue, and the patient is recovering.

Event description:
According to the reporter, one day post sleeve gastrectomy, the patient had to be brought back for post operation bleeding (about 250cc to 500cc). The patient received two units of blood transfusion and had extended hospitalization for few days. Upon reoperation, bleeding was not obviously from a ligasure seal. Surgeon only observed that bleeding came from a general area where ligasure had been used. The bleeding seemed to come from the left gastric vessels, which the surgeon had sealed during the patient's original sleeve. There was an activation tone heard and end tone heard. There was no re-grasp alert. There was no issue encountered during the original procedure and the generator used worked with another ligasure successfully. Surgeon was able to fix the bleeding with no issue, and the patient is recovering.

Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.